Event description:
The handpiece gave an error code 3, handpiece error, when tested with a test tip prior to the start of a case. The handpiece was swapped with a second handpiece and the case was completed with no patient consequence.